Event description:
It was reported that revision surgery was performed due to dislocation surgeon does not fault the implants, thinks the dislocations occurred because the patient's muscle is so loose.

Manufacturer narrative:
Na